Manufacturer narrative:
This is one of two reports being submitted for this case. This report is regarding the reported lv apex tear. Per the instructions for use (IFU), access site complications/ cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, it is possible that patient factors (i.e. Advanced age-(B)(6) y/o, female) may have contributed to the apex tear. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, severe mitral regurgitation (mr) developed during a transapical tavr procedure. The 23 mm sapien xt valve was initially positioned 60:40 aortic/ventricular (a/v) and eventually landed 70:30 a/v. Per the report, the valve was implanted in an intended position. The cardiac muscle was torn by the sutures upon closure of the apex access site. The patient was placed on cardiopulmonary bypass (cpb) to repair the injury. A surgical lv reconstruction was performed through thoracotomy. However, severe mr subsequently developed. When the heart was opened for mitral annuloplasty (map), it was observed that the mitral valve leaflet was drooping into the lv. Following map, which was ineffective, a surgical mitral valve replacement (mvr) was performed without affecting the function of the xt valve. Per the operating physician, tethering of mitral leaflet might have occurred during the lv reconstruction, as the patient's lv cavity was small; however, the exact cause of acute mr is unknown.